Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported by employee that his brother-in-law tripped over the weekend and chipped the accolade stem and trident cup. Patient in pain, went to doctor and surgery scheduled today (B)(6) 2016 for revision.